Event description:
Reference number: (B)(4). Event occurred in argentina. It was reported that the patient experienced adhesive issue with infusion set and faced tape not sticking event on (B)(6) 2026. The tape did not stick due to high temperature. No further information available.